Manufacturer narrative:
This device, bipap avaps c series, was manufactured 08/16/2011 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information the patient has a medical history of chronic obstructive pulmonary disease, asthma, or other chronic lung disease. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A follow-up report will be submitted when the manufacturer's investigation is complete.